Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: according to the information received, the dhs lag screw (with old prong connection) and place was inserted into patient. On maneuvering for positioning, the prongs on the lag screw were bent out and the sliding of the plate over the lag screw could no longer happen. Another lag screw had to be opened. The product was returned to zuchwil customer quality for evaluation. Customer quality then conducted visual inspection, dimensional check and document specification review of the returned device. During the visual inspection the positioning groove of the dhs/dcs screw was found expanded and damaged. There are clearly visible impression marks form the wrench in the groove. Otherwise is the screw in a good condition without any visible damages. Dimensional inspection and functional test could not be performed due to the damage incurred. However, dimensional inspection and functional test were performed per 100% at the time of manufacturing with no non-conformities documented. Furthermore, the review of the manufacturing documents has shown that the returned dhs/dcs screw was manufactured according to the specifications. It should be noted that product failure is multifactorial. The type and extent of damage incurred indicates that the positioning groove has been widened up due to inadequate handling during use. In order to ensure a correct load transfer it is crucial to have an appropriate connection between the dhs-screw and the connecting screw 338.310, which is guided through the appropriate dhs/dcs wrench. In this relation also the dhs/dcs system surgical technique can be mentioned with following statement in section 10a screw in dhs screw: warning: to avoid damaging the instruments and the implant, tighten the connecting screw securely. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Device history lot: part: 280.850s, lot: l815085, manufacturing site: balsthal, release to warehouse date: april 25, 2018, expiry date: april 1, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 that during an open reduction internal fixation (orif) proximal femur procedure, the dhs/dcs lag screw was inserted into the patient. When maneuvering for positioning, the prongs on the lag screw bent and the plate was unable to slide over the lag screw. The procedure was successfully completed using new implants. There was a surgical delay of fifteen (15) minutes. The patient outcome is unknown. This report is for one (1) dhs®/dcs® lag screw 12.7mm thread/85mm-sterile. This is report 1 of 1 for (B)(4)..